Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and low sensing, and the right atrial (ra) lead was oversensing noise from patient movement and causing false automatic mode switch episodes. Both the leads were explanted and replaced. The patient was in stable condition with no adverse health consequences.